Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty performed on a patient presenting with chest pain. A 3.00 x 48 synergy stent deployed at the target lesion. Following deployment, a non blood flowing proximal edge dissection was noted. In an attempt to cover the dissection, a 4.00 48 synergy stent was tried but not used due to the stent was longer than the area to be stented. A 4.00 x 38 synergy stent was then deployed to cover the dissection and complete the procedure. No further patient complications were reported in relation to this event, and the patient was reported to be doing well.

Manufacturer narrative:
(B)(6).